Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085123) that a female patient of unknown age who underwent an unspecified breast prostheses implantation procedure with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including gastrointestinal issues, ibs, multiple hormonal issues- estrogen dominance, endometriosis, rupturing ovarian cysts, cystic acne, joint pain, extreme fatigue, constant brain fog, constant inflamed, ptosis of one eye, food and environmental allergies, and hypothyroidism. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.